Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user experienced a hypoglycemia event with no alert asserted by the system due to an inaccuracy in sensor readings.

Manufacturer narrative:
Based on the investigation analysis, the reported event on april 16, 2023, could not be confirmed as there was no corresponding calibration entry at the time. Per the analysis of the glucose plot between april 13 to april 19, 2023, the system displayed that the sensor readings closely matched the calibration entries at the time. However, per the associated sensor accuracy complaint, MDR report 3009862700-2023-00103, the user's doctor reached out to senseonics regarding the issue the user reported to them and as a result, the RMA was authorized for the replacement of sensor (sn (B)(6) and transmitter (sn (B)(6). The RMA investigation will be performed as part of MDR report 3009862700-2023-00103. The user was able to self-treat by drinking juice. The user was advised to make their hcp aware and contact hcp for any medical assistance. Furthermore, as part of resolution of MDR report 3009862700-2023-00103 for the issue inaccuracies, the rmas were issued for sensor and transmitter replacement. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.